Manufacturer narrative:
Corrosion within the internal components of the device was identified as the probable cause of the overheating reported.

Event description:
The micro drill was sent in for evaluation because it was overheating during a procedure. The procedure was successfully completed without any procedure delay; no adverse event was associated with the device.